Event description:
It was reported the patient received an uncommanded bolus while sleeping. Patient reported their pdm (personal diabetes manager) was at his bedside when a 20-unit bolus was delivered to him. He denies any presses or programming of the bolus. Patient reported he uses his pump in manual mode and the last interaction he had with the device was at dinner. Patient reported he was incoherent, and his blood glucose was less than 70 mg/dl that morning. His dexcom was alarming. Patient later received a hazard alarm, and his wife took him to the ER for evaluation. Medical event was captured in a related file.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported uncommanded bolus and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.